Event description:
The doctor reported left side rupture confirmed by CT scan and mammography. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10 , h.3 , h.6. Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease fold. A microscopic analysis was performed which identified: one broken sharp on the radius, one opening crease sharp on the radius, stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the radius assessed as unidentified (tear) opening. One crease sharp opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The doctor reported left side rupture confirmed by CT scan and mammography. The device has been explanted.